Event description:
It was reported that the fiber broke during the procedure and burned the physician's hand. The burn had to be treated with neosporin and a band aid. The procedure was completed with another device.